Manufacturer narrative:
(B)(4). It was reported that the device would not analyze in the AED mode due to unusual interference when using pads. There was report of negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that the device would not analyze in the AED mode due to unusual interference when using pads. There was no report of negative pt impact.